Event description:
It was reported that this drill started on its own when connected to the power source with the safety latch in place. This occurred in pre-op testing and no injury or surgical delay was reported. The procedure was completed with another handpiece.

Manufacturer narrative:
Investigation findings: the product was evaluated and the reported problem was confirmed. An investigation found corrosion like deposits around the poppet assembly which caused the unit to remain in the on position. This kind of discrepancy can occur with improper cleaning of the device. A review of product history within the last 2 years shows no other similar reported events. The customer will be contacted with additional information regarding care and cleaning of this product.